Event description:
It was reported that this lead was implanted on (B)(6) 2026. However, after pocket closure, it was found that the lead became dislodged. As a result, lead replacement was performed. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.